Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "low flow" error. Found while preventative maintenance (pm) testing. There was no patient involvement. No further information was provided.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 24-jan-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer's complaint of "low flow error" was verified by functional testing. The root cause was that the lever arm on the microswitch was bent. No action was taken due to the condition of the device. It was deemed to be beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.